Event description:
As reported, approximately 5 years and 1 month post the initial right reverse total shoulder arthroplasty, the patient dislocated and was revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.